Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she has experienced high blood glucose levels for the past few weeks. The customer's blood glucose reading at the time of the call was 236 mg/dl. The customer felt that the insulin pump was not delivering insulin properly, and requested a replacement. The customer stated that she has experienced blood glucose levels as high as 600 mg/dl. The customer also reported a blank display at times. Advised the customer that the insulin pump would be replaced. Nothing further was reported.